Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. Based on a thorough investigation, including medical imaging, examination of the returned device, review of the DHR and complaint history, and the surgeon's statement, the pe liner breakage observed five years after implantation is considered most likely to be related to external factors. These factors include implant migration, a known undesirable side effect described in the IFU, resulting in cup tilting and intra-prosthetic conflict, as well as patient-specific in-vivo factors such as oxidation, which may have contributed to premature pe liner breakage. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that a patient underwent a revision of a total joint arthroplasty of touch cmc1 prosthesis five years later due to a pe fracture, during which significant metallosis was identified, ultimately leading to a trapeziectomy.